Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the backlight of the external pulse generator (epg) was not working. It was noted that the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight of the external pulse generator (epg) was not working. There was no patient involvement.